Manufacturer narrative:
The reported event was due to use error. The breaker was in the off position so the units battery was not charging and there was no green ac led indicating the unit was plugged into ac. There was no reportable malfunction.

Event description:
It was reported that there was a battery failure that could cause loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718 device evaluation anticipated, but not yet begun.